Manufacturer narrative:
(B)(4). Preoperative reintervention imaging was provided for evaluation. Imaging evaluation summary: the contralateral limb (bridge) appears to be implanted 1 cm proximal to the excluder flow divider. The ibe appears to be shortened measuring 20mm. Excluder flow divider to the ibe flow divider length ~ 102mm. The contra limb (bridge) is observed disconnected from the proximal ibe. Additional images related to the implantation procedure needed to correlate the devices as observed to a possible event code/conclusion code. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to endoleak, aneurysm enlargement, aneurysm rupture, and death.

Event description:
On (B)(6) 2022 the patient was admitted due to a suspected aneurysm rupture. Consistent with the computed tomography angiography (cta), the initial angiogram demonstrated an existing gore® excluder® aaa endoprosthesis device and a gore® excluder® iliac branch endoprosthesis (ibe) down the left common iliac artery (cia). Proximal placement and seal appeared adequate and at the inferior renal artery margin. The left cia had an ibe component that appeared adequately sealed in the left hypogastric and the left external iliac, however the ¿bridging limb/contralateral limb¿ appeared disconnected from the ibe at the desired overlap, having moved proximal by about 3cm. As reported, an angiogram was performed and appeared to demonstrate aneurysm filling and possible extravasation at the distal aorta which was reportedly enlarged from as compared with prior reports. On the same date a reintervention was conducted in which additional devices were implanted to reline the original implantation. The final angiogram demonstrated exclusion of the aneurysm and suspected leak. The patient was observed to have tolerated the procedure.